Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that during a procedure, a guidewire stuck occurred. The catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter was received for analysis. It was further reported that the device was placed in the patient. There were no issues with loading the merit inqwire rosen j tip guidewire initially but when the catheter was placed in the body, there was an audible noise each time the physician advanced and retracted the wire in flower (as if something was scraping along the wire inside the catheter handle). The guidewire was never reloaded into the catheter as it was never removed, and the catheter was never deployed without a guidewire. The catheter was not replaced and the physician continued to use the catheter for the rest of the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a guidewire stuck occurred. The catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis. It was further reported that the device was placed in the patient. There were no issues with loading the merit inquire rosen j tip guidewire initially but when the catheter was placed in the body, there was an audible noise each time the physician advanced and retracted the wire in flower (as if something was scraping along the wire inside the catheter handle). The guidewire was never reloaded into the catheter as it was never removed, and the catheter was never deployed without a guidewire. The catheter was not replaced and the physician continued to use the catheter for the rest of the procedure.